Manufacturer narrative:
(B)(4) complaint took place in germany. Two lot numbers had complaints (assignment under 2.3f, 2.3i, 2.3j): lot: 1517 manufacturing date: 2023-12-06/ expiry date: 2028-1 2-05. Lot: 1544 manufacturing date: 2024-06-19/ expiry date: 2029-06-18. This initial report summarises all the test results that were possible at the time of the review. Based on clinical assessment and risk assessment this file is considered as closed. In case new information becomes available. A follow up report will be sent to the agency.

Event description:
(B)(4) complaint took place in germany. Original text german: draht gar nicht vorschiebbar, hängt in der katheterschnecke fest. Draht ist die verbindung zum stimulierbaren katheter. Translation into english: wire cannot be advanced at all, is stuck in the catheter screw. The wire is the connection to the stimulable catheter.